Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken, the lower case was broken and contaminated and the ring and side bail covers were contaminated. Initial event was inadvertently submitted as a bimonthly report. Patient involvement could not be verified.

Event description:
It was reported that "pace/sense doesn't work." The user-facility could not confirm whether or not there was patient involvement or provide additional details on the reported event.